Event description:
We received a report that during the implantation of a tecnis zcb00 18.5 diopter intraocular lens (iol) the technician loaded the device incorrectly. Subsequently, the lens would not place correctly in the patient's eye. In follow up it was learned that the loading technique may have caused the handpiece plunger to scratch the lens. The incision was enlarged to 3.75mm to remove the iol. There was no patient injury and the patient is reported to be doing fine.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Pt age and gender: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.